Event description:
User reports getting false negative urine leukocytes tests results with the microscopic exam showing >20 wbc's per hpf. No specific patient data was provided. If additional information is received, appropriate notification will be provided.